Event description:
On (B)(6) 2023 a patient in greece underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 during a nurse visit, the patient's j tube was found to have difficulty in patency despite many attempts and was difficult to mobilize. On (B)(6) 2024 during an gastroscopy, a bezoar was found along with a loop at the end of the intestinal tube. Both the peg and j tube were removed and replaced with new tubing and the patient was discharged from the hospital.

Manufacturer narrative:
Reference record (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.